Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Event description:
Update received (B)(6) 2019, the patient's wife reported the patient expired. The patient was implanted in (12) of (2018) and it is unlikely that the device caused or is related to this event. Additionally, sensor implant is indicated for candidates with class iii heart failure. Decision can be re-evaluated if additional information is obtained. The exact cause of death is unknown, however, there was no allegation regarding an event related to the cardiomems unit or sensor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The cause of the reported event remains unknown.